Manufacturer narrative:
(B)(4). The product involved in the reported issue has not been returned for evaluation. A follow up will be sent if additional information becomes available.

Event description:
Customer dissatisfaction patient states: the hme's that were sent to the patient are different than what they use to get.  They are a different manufacturer.  Patient's previous hme pwa p/n 10011 the replacement for this hme is similar, but has a foam filter instead of paper.  The foam moves when the patient breathes and comes out when he coughs.  Per the mother this is not an acceptable replacement for what she was using before.  Additional information obtained from the reporting facility on (B)(6) 2013.  The patient is (B)(6) and uses the hme during the day only.  The hme is connected directly to the trach.  The customer is aware that this product is intended for infants.  However, it is preferred because of its small size. The customer is not using this product any longer.

Manufacturer narrative:
Since the product was not provided, an evaluation could not be performed. The device history record (DHR) was reviewed for this lot of product. There were no issues identified during the manufacture of this lot that would have contributed to the reported issue.